Manufacturer narrative:
An event regarding wear involving a kinemax tibial insert was reported. The event was confirmed. Method & results: device evaluation and results: delamination, burnishing and scratching were observed on the kinemax insert. These are common damage modes of uhmwpe. Delamination is caused by fatigue from contact with the femoral condyles. Burnishing is caused by adhesive/abrasive wear against the femoral condyles. Damage was predominantly visible on the posterior end of the articulating surface. No material or manufacturing defects were observed on the surfaces examined. It is noted that the subject insert is a non-duration insert. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: excessive valgus malposition of 12° combined with excessive posterior tibial slope of 16° have caused considerable overload in the arthroplasty bearing due to instability, progressive in flexion. Rollback of the femoral component over the posterior border of the bearing has caused significant damage including a fatigue fracture of a posterior poly piece. Poly wear has been further enhanced by bone cement third body wear debris entering the joint space as caused by protrusion of excess cement in the posterior joint compartment. There was no evidence of patient or device-related factors. Device history review: DHR review was satisfactory. Complaint history review: chr confirmed that there were no other similar reported events for this lot. Conclusions: device evaluation indicated that delamination, burnishing and scratching were observed on the kinemax insert. These are common damage modes of uhmwpe. Damage was predominantly visible on the posterior end of the articulating surface. No material or manufacturing defects were observed on the surfaces examined. It is noted that the subject insert is a non-duration insert. The medical review indicated that excessive valgus malposition combined with excessive posterior tibial slope have caused considerable overload in the arthroplasty bearing due to instability, progressive in flexion. Poly wear has been further enhanced by bone cement third body wear debris entering the joint space as caused by protrusion of excess cement in the posterior joint compartment. There was no evidence of patient or device-related factors. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The insurance company reported that their customer was operated on (B)(6) 1999 in the vumc and received a kinemax plus total knee system (howmedica) on the right side 8 years after the implantation, the patient experienced pain in the right knee. On (B)(4) 2008, the patient was operated and the plastic insert appeared to be broken and was replaced. Parts of the insert were floating round in the knee.

Event description:
The insurance company reported that their customer was operated on (B)(6) 1999 in the (B)(6) and received a kinemax plus total knee system (howmedica) on the right side 8 years after the implantation, the patient experienced pain in the right knee. On (B)(6) 2008, the patient was operated and the plastic insert appeared to be broken and was replaced. Parts of the insert were floating round in the knee.

Manufacturer narrative:
An event regarding wear involving a kinemax tibial insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: DHR review was satisfactory. Complaint history review: chr confirmed that there were no other similar reported events for this lot. Conclusions: the exact cause of the event could not be determined because further information such as x-rays, operative reports, patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The insurance company reported that their customer was operated on (B)(6) 1999 in the vumc and received a kinemax plus total knee system (howmedica) on the right side 8 years after the implantation, the patient experienced pain in the right knee. On (B)(6) 2008, the patient was operated and the plastic insert appeared to be broken and was replaced. Parts of the insert were floating round in the knee.

Manufacturer narrative:
An event regarding wear involving a kinemax tibial insert was reported. The event was confirmed. Method & results: device evaluation and results: delamination, burnishing and scratching were observed on the kinemax insert. These are common damage modes of uhmwpe. Delamination is caused by fatigue from contact with the femoral condyles. Burnishing is caused by adhesive/abrasive wear against the femoral condyles. Damage was predominantly visible on the posterior end of the articulating surface. No material or manufacturing defects were observed on the surfaces examined. It is noted that the subject insert is a non-duration insert. Medical records received and evaluation: not performed as no medical records were provided. Device history review: DHR review was satisfactory. Complaint history review: chr confirmed that there were no other similar reported events for this lot. Conclusions: device evaluation indicated that delamination, burnishing and scratching were observed on the kinemax insert. These are common damage modes of uhmwpe. Damage was predominantly visible on the posterior end of the articulating surface. No material or manufacturing defects were observed on the surfaces examined. It is noted that the subject insert is a non-duration insert. However, the exact cause of the event could not be determined because further information such as x-rays, operative reports, patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The insurance company reported that their customer was operated on (B)(6) 1999 in the vumc and received a kinemax plus total knee system (howmedica) on the right side 8 years after the implantation, the patient experienced pain in the right knee. On (B)(6) 2008, the patient was operated and the plastic insert appeared to be broken and was replaced. Parts of the insert were floating round in the knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. This is a legal case. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned to the manufacturer.